Event description:
Patient determined to have cervical spinal stenosis and was taken to surgery in 2003 for corpectomy with arthrodesis and cervical plate fixation. Postoperatively, patient developed hypotension, confusion, respiratory distress and atrial fibrillation. Four days later, an acls code was started at 22:36 and was stopped at 22:42 when patient was pronounced dead. The EKG monitor was evaluated post event. It was determined that pt exhibited bradycardia at 22:13 which progressed to asystole. The EKG monitor didn't sound or display an alarm. It was determined that the alarm configuration was set to "infinite alarm suspend."